Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that liquid leakage from the plastic base during infusion therapy. No patient harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed use residue in the sample. The safety mechanism was observed to be activated. The adhesive application site appeared to have an indent. A microscopic observation revealed bubbles in the adhesive fillet within the needle housing. No sealing was observed around where the needle exits the housing. When pressurized and flushed with dye water, the infusion set revealed a leak where the needle exits the housing. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. This complaint will be recorded for future trending and monitoring purposes.